Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings could not be confirmed. Ventec observed that the device's fio2 setting was set to 25% and that they had also set the 'low fio2 alarm to 25%.' This allowed for 0% variation/drift or requiring 100% accuracy which is not the designed accuracy expectation. The vocsn is designed to be accurate to within 10% of its fio2 setting. At the 25% fio2 setting, the device was observed to be running at 24.5% fio2, well within tolerance (between 22.5 - 27.5%). Vocsn clinical and technical manual states in the control accuracy section [p. 197], fio2 accuracy is, "±10% of setting, or ±3% oxygen, whichever is greater." Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was user error.

Event description:
It was reported to ventec that the device was alarming due to low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.